Event description:
Edwards learned of an aortic valve that has been diagnosed as severely stenotic secondary to leaflet calcification after an implant duration of 11 years and seven (7) months. Patient is scheduled to receive implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patients medical history includes hyperlipidemia, atrial fibrillation and hypertension. Follow up is ongoing for patient status.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without received of the device, the reported clinical observation cannot be confirmed. Based on the reported information, the stenosis was secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The patient is noted to have medical history that includes hypertension and hyperlipidemia - both of which may have played a roll in the need to re-operate this patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.